Event description:
It was reported to boston scientific corporation that on (B)(6)2009 an ultraflex tracheobronchial stent was used during a tracheobronchial stenting procedure performed on a (B)(6) female; weight unknown. According to the complainant, during the procedure, the physician was mid way through deploying the stent when the deployment suture broke resulting in partial deployment of the stent. The physician removed the partially deployed stent and catheter and completed the procedure with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).